Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be observed. No device was returned. No damage was observed to the lens. The lens is returned in a non-company pouch. No device returned. Solution is observed on both surfaces of the lens. Particulates observed. No damage. The product investigation could not identify the root cause for the reported complaint. No device returned. Due to this, we are unable to verify if the product contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery with an intraocular lens (iol) implantation, during iol loading the plunger suddenly forced the iol inside the capsular bag and caused a rent. The iol was removed and replaced with a different lens model.